Manufacturer narrative:
The account alleged that the cardio pulmonary resuscitation function does not lower the head of the bed. No injury reported.

Event description:
The account alleged that the cardio pulmonary resuscitation function does not lower the head of the bed. No injury reported.